Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. No evidence of an f-94 alarm was found. The reported condition was not verified. However, the device was found to be out of specification for an unrelated issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.